Event description:
Spontaneous call from IV remodulin patient. Per patient, she did her normal cassette change at 1 a.m. 10/20 and at approximately 8pm 10/20 she got a 'cassette depleted' alarm. Patient reported she changed cassettes and the infusion had resumed prior to her calling me. Patient did not report any adverse events. Patient stated no obvious damage or leakage from the cassette but the bladder looked "shriveled". Patient reported she had a similar issue not too long ago, but it was not a cassette from the same shipment. No other information provided. Reference report: mw5147609. Did the product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? Unknown. Did we replace cassette? Not yet. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the pt instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved?yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.